Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable displayed a green/purple image. The issue was found during preparation for use for a therapeutic procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation and the legal manufacturer's final investigation. Additionally, (d9) returned to manufacturer date was added and (h3) device evaluated by manufacturer was updated to yes. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image was green due to a broken charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, root cause was identified as a charged coupled device circuit board failure. Though specific root cause of the failure could not be determined, it is possible that there was a connection issue between the video cable connector (close control unit) and the charged coupled device from tension or heat degradation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the linkage to recall notification z-0697-2024.